Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.